Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rx stent was used during a stenting procedure within the distal biliary tree on (B)(6) 2010. This stent placement procedure was part of the e7016 wallflex biliary fc benign stricture study. According to the complainant, on (B)(6) 2010, a cholangiogram revealed a distal biliary stricture secondary to chronic pancreatitis. The same day, the patient then underwent a biliary stent placement procedure. During this procedure, a sphincterotomy was performed, but the stricture was not pre-dilated. The physician reported that the stent was deployed in a satisfactory position across the stricture, and it did not cover the cystic canal. The patient was released the same day. On (B)(6) 2010, the patient presented with right upper quadrant pain. No action was taken to treat this event. On (B)(6) 2010, an endoscopic MRI revealed a mild dilatation of the common bile duct after placement of the wallflex stent. Signs of cystic dystrophy of the duodenal wall were found, but no biliary obstacle was identified. On (B)(6) 2010, the patient presented with a fever, jaundice (bilirubin of 5mh/100ml), and a right hypochondrium disorder (which had been present since the initial placement of the wallflex stent). On (B)(6), the patient was diagnosed with angiocholitis. At this point, the physician suspected an obstruction of the stent. On (B)(6) 2010, an ercp procedure revealed a stenosis at the superior duodenal flexure which prevented endoscopic access. Dilation with an 18mm balloon was performed to treat the stenosis, which in turn revealed a short section of mucosa that exhibited signs of pancreatitis of the gastro-duodenal outlet. Further examination of the biliary tree revealed purulent bile and impacted calculus stones blocking the study stent. The stones were successfully removed using a dormia basket and balloon catheter, and the main bile duct was flushed with normal saline. The stent was not disturbed, and the bile duct was "free" at the end of the examination. The patient was later discharged on (B)(6) and is taking augmentin for treatment of the purulent bile. The event is listed as "resolved without residual effects." The physician is concerned about potential migration of any future calculus stones, and therefore proposed a cholecystectomy. The patient is apprehensive about this treatment, so he will be offered a treatment with somatuline 90mg im once a month at the next consultation meeting.

Manufacturer narrative:
(B)(4) - dilatation of the bile duct; cystic dystrophy; right hypochondrium disorder; angiocholitis; pancreatitis; additional non-surgical intervention performed (B)(4) stent blocked. (B)(4) wallflex biliary fc benign stricture. Since the complaint device was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rx stent was used during a stenting procedure within the distal biliary tree on (B)(6) 2010. This stent placement procedure was part of the (B)(4) study. According to the complainant, on (B)(6) 2010, a cholangiogram revealed a distal biliary stricture secondary to chronic pancreatitis. The same day, the patient then underwent a biliary stent placement procedure. During this procedure, a sphincterotomy was performed, but the stricture was not pre-dilated. The physician reported that the stent was deployed in a satisfactory position across the stricture, and it did not cover the cystic canal. The patient was released the same day. On (B)(6) 2010, the patient presented with right upper quadrant pain. No action was taken to treat this event. On (B)(6) 2010, an endoscopic MRI revealed a mild dilatation of the common bile duct after placement of the wallflex stent. Signs of cystic dystrophy of the duodenal wall were found, but no biliary obstacle was identified. On (B)(6) 2010, the patient presented with a fever, jaundice (bilirubin of 5mh/100ml), and a right hypochondrium disorder (which had been present since the initial placement of the wallflex stent). On (B)(6), the patient was diagnosed with angiocholitis. At this point, the physician suspected an obstruction of the stent. On (B)(6) 2010, an ercp procedure revealed a stenosis at the superior duodenal flexure which prevented endoscopic access. Dilation with an 18 mm balloon was performed to treat the stenosis, which in turn revealed a short section of mucosa that exhibited signs of pancreatitis of the gastro-duodenal outlet. Further examination of the biliary tree revealed purulent bile and impacted calculus stones blocking the study stent. The stones were successfully removed using a dormia basket and balloon catheter, and the main bile duct was flushed with normal saline. The stent was not disturbed and the bile duct was "free" at the end of the examination. The patient was later discharged on (B)(6) and is taking augmentin for treatment of the purulent bile. The event is listed as "resolved without residual effects." The physician is concerned about potential migration of any future calculus stones, and therefore proposed a cholecystectomy. The patient is apprehensive about this treatment, so he will be offered a treatment with somatuline 90 mg im, once a month, at the next consultation meeting. Additional information received on (B)(4) 2010: on (B)(6) 2010, the patient was re-diagnosed with angiocholities. On (B)(6) 2010, an ercp revealed that the study stent occluded again; therefore, the physician decided to remove the stent. The patient was discharged on (B)(6) 2010.

Manufacturer narrative:
(B)(4) - dilatation of the bile duct; cystic dystrophy; right hypochondrium disorder; angiocholitis; pancreatitis; additional non-surgical intervention performed; patient treated with medication. (B)(4). Foreign source- (B)(6). Study source- (B)(4).

Manufacturer narrative:
Foreign source- (B)(6). Study source - (B)(4). A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review identified that this device was used per the (B)(4) study protocol. The most probable root cause has been labeled as an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rx stent was used during a stenting procedure within the distal biliary tree on (B)(6) 2010. This stent placement procedure was part of the (B)(6) study. According to the complainant, on (B)(6) 2010, a cholangiogram revealed a distal biliary stricture secondary to chronic pancreatitis. The same day, the patient then underwent a biliary stent placement procedure. During this procedure, a sphincterotomy was performed, but the stricture was not pre-dilated. The physician reported that the stent was deployed in a satisfactory position across the stricture, and it did not cover the cystic canal. The patient was released the same day. On (B)(6) 2010, the patient presented with right upper quadrant pain. No action was taken to treat this event. On (B)(6) 2010, an endoscopic MRI revealed a mild dilatation of the common bile duct after placement of the wallflex stent. Signs of cystic dystrophy of the duodenal wall were found, but no biliary obstacle was identified. On (B)(6) 2010, the patient presented with a fever, jaundice (bilirubin of 5mh/100ml), and a right hypochondrium disorder (which had been present since the initial placement of the wallflex stent). On (B)(6), the patient was diagnosed with angiocholitis. At this point, the physician suspected an obstruction of the stent. On (B)(6), 2010, an ercp procedure revealed a stenosis at the superior duodenal flexure which prevented endoscopic access. Dilation with an 18mm balloon was performed to treat the stenosis, which in turn revealed a short section of mucosa that exhibited signs of pancreatitis of the gastro-duodenal outlet. Further examination of the biliary tree revealed purulent bile and impacted calculus stones blocking the study stent. The stones were successfully removed using a dormia basket and balloon catheter, and the main bile duct was flushed with normal saline. The stent was not disturbed, and the bile duct was 'free' at the end of the examination. The patient was later discharged on (B)(6) and is taking augmentin for treatment of the purulent bile. The event is listed as 'resolved without residual effects.' The physician is concerned about potential migration of any future calculus stones, and therefore proposed a cholecystectomy. The patient is apprehensive about this treatment, so he will be offered a treatment with somatuline 90mg im once a month at the next consultation meeting. **additional information received on (B)(6) 2010** on (B)(6) 2010, the patient was re-diagnosed with angiocholities. On (B)(6) 2010, an ercp revealed that the study stent occluded again; therefore, the physician decided to remove the stent. The patient was discharged on (B)(6) 2010. **additional information received on (B)(6) 2010** according to the ercp conducted on (B)(6) 2010, the study stent was removed due to a migration and because there was an ongoing stenosis at the base of the bile duct. During this ercp, a considerable number of calculi were observed and the patient had a caroli I stenosis of the bile duct. The patient was treated with medication and discharged on (B)(6), 2010.